Event description:
A nurse reported via phone call indicating that the customer experienced high blood glucose of 935 mg/dl. The customer was hospitalized for the high blood glucose and diabetic ketoacidosis. The nurse did not mention any form of treatment for their blood glucose levels. The nurse checked the settings on the insulin pump and found that they were all accurate. However, the nurse mentioned that there was black liquid ink behind the lcd screen of the insulin pump. The nurse did not provide any further information about the customer's hospitalization. The nurse was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump received with slightly bleeding lcd glass. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.